Manufacturer narrative:
The manufacturing documentation could not be reviewed due to insufficient info received. The devices were used in the treatment of a medical condition. Revision operative notes were reviewed and a greater trochanteric fragment was noted during revision. This fracture was previously known and was not addressed due to the pt not experiencing any symptoms. No indications of a root cause were presented in the revision notes. Add'l medical notes states that the dislocation occurring (B)(6) 2015 was due to a fall off of the couch. X-rays taken post-reduction note overlying heterotopic ossification. Ems notes from (B)(6) 2014 state that the dislocation occurring on that day took place after the pt was bending over to get her cat from under the bed. Info was given to the pt post-reduction which informs that the hip joint has been put back in place, however, she is at risk for another dislocation. It is noted to not bend forward past 90 degrees. It is unk when this info was presented to the pt, however, it appears that the pt failed to follow post-op tha precautions which caused the (B)(6) 2014 dislocation. Product compatibility could not be reviewed with the info provided. A complaint history search of the manufacturing lots could not take place. With the info provided, it appears the pt partook in non-indicated post-op movements which accounted for at least one dislocation. It is unk if the other dislocations were also caused by the pt's movements.

Event description:
It is reported the pt was revised due to recurrent dislocations. The liner and head were replaced.